Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified right coronary artery (rca). The physician felt resistance when advancing the 2.50x20mm taxus express2 drug eluting stent (des) through the unspecified guide catheter. The des was removed outside the pt and it was noticed that the stent strut was lifted up. The procedure was completed with a different device with no pt complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.